Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was in the range of 50 to 173 mg/dl. Customer also stated that the insulin pump received unexplained no delivery alarms. The insulin pump will not be returned for analysis.